Manufacturer narrative:
Blank display due to corroded battery tube and battery cap contact. Unable to confirm motor error alarms due to blank display. Cracked reservoir tube lip, cracked battery tube threads and scratched display window noted during visual inspection. Moisture damage noted on motor assembly. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's parent reported via phone call that the insulin pump had a motor error alarm. The insulin pump was exposed to magnetic field. The blood glucose at the time of the incident was 189 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.